Event description:
A health care professional reported a defective intraocular lens (iol). Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
According to the additional information received, the defect found in the iol was its faulty trailing haptic. There was no patient contact and no patient harm. The surgery was completed using another iol.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. The manufacturer internal reference number is: (B)(4).